Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient couldn't walk. A few weeks ago, the power shut off and they had to restart the battery because it was off somehow. The patient used the patient programmer to check the ins status and found the ins was off. The patient turned the stim on at that time and stated that they were not sure how the stimulation turned off because they did not turn it off. The patient keeps the device in their backpack and the patient programmer may have "shifted". The patient synced with patient programmer and found the stim was off. During the call, both the insr and the patient programmer showed the stim off. The patient attempted to turn the stimulation on initially by using the insr and stated they didn't have the insr antenna over their implant and they were getting the reposition antenna screen, so they were unable to turn on the stimulation. Upon turning the stimulation back on, the patient "felt a little funny". This was normally not how they felt when they turned the stimulation on. The patient got light-headed and they wanted to turn the stimulation back on. They turned the stimulation off and the patient felt "ok". The patient was redirected to follow up with their healthcare provider. No further complications were reported as a result of this event.